Event description:
This report summarizes <noe> 121 </noe> malfunction events in which the device had paint chips missing. 121 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h10. 121 previously reported events are included in this follow-up record. Product return status. 46 devices were received. 75 devices were evaluated in the field. Event confirmation status. 121 reported events were confirmed. Evaluation results 121 devices were found to be affected by missing paint chips. This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 120 events were previously reported during the reporting quarter; however: - 121 events should have been reported; 1 event was inadvertently excluded.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 120 events were reported for this quarter. Product return status: 45 devices were received. 75 devices were evaluated in the field. Event confirmation status: 120 reported events were confirmed. Evaluation results: 120 devices were found to be affected by missing paint chips. 120 devices were not labeled for single-use. 120 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 120 </noe> malfunction events in which the device had paint chips missing. 120 events had no patient involvement; no patient impact.